Event description:
It was reported that the pt had experienced syncope and was in the hospital a few days following the reported event. It is not known if there were any recent medication or programming changes for this pt. It is unknown if the syncope lead to the pt's hospitalization. It is unclear at this time what the relationship of the syncope is to that of the device therapy. Good faith to obtain additional information have been unsuccessful to date.